Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a diluent leak from the needle cartridge of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the needle may have been clogged. The fse flushed the needle cartridge system and cleaned the needle. There was no further evidence of leaking after the repair. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.